Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Update to contact person information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty circuit board. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, during reprocessing, the high flow insufflation unit was observed having an intermittent display. The unspecified intended procedure was completed. No additional medical intervention was required. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The front panel had turned off and alarm sound was generated intermittently due to a circuit board malfunction. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.